Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with two 700cc mentor memorygel breast implant prostheses and experienced bilateral breast mass and anisomastia postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: smhx775, left serial #: (B)(4), right catalog #: smhx790, right serial #: (B)(4)) on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2022, mentor received additional information regarding the suspected medical device and the replacement device. The suspected medical device was returned for evaluation. Initially, the serial number of the replacement device was reported as (B)(6). However, additional information revealed that the serial number of the replacement device was (B)(6). On 27-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).